Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV set was occluded. This occurred during patient infusion using a non-baxter infusion pump. The reporter stated that they had attempted to flush the set with a syringe but the injection site would not open to insert the syringe. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection and functional pressure testing did not identify any defects. Should additional relevant information become available, a supplemental report will be submitted.